Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that reported the patient experienced maceration while on activ.a.c.¿ ion progress¿ remote therapy monitoring, it was unknown if medical or surgical intervention was required. As of 13-aug-2017, kci had no information to exclude the need for surgical intervention to resolve the maceration. No additional information had been obtained. Based on information provided via review of kci record documented from (B)(6) 2017 to (B)(6) 2017, it cannot be determined that the alleged maceration is related to activ.a.c.¿ ion progress¿ remote therapy monitoring. It is unknown if medical or surgical intervention was required. There have been 3 events noted for either activ.a.c.¿ therapy on for less than 16 hours as well as a history of noncompliance. This report is being filed due to possible use error as the physician noted the patient is noncompliant, and the nurse stated she believes the patient is disconnecting the unit and leaving the dressing in place which is not in accordance with v.a.c.® labeling. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
The following information was reported to kci by the home health nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring lost a seal, and the patient's wound is allegedly macerated on (B)(6) 2017. The nurse stated she believes the patient is disconnecting the unit and leaving the dressing in place. The patient is going to a mental hospital today and may be admitted. No additional information is available. Per review of kci records, on (B)(6) 2017, the physician noted that the patient has had 5 previous debridements of the left foot (dates not provided). On (B)(6) 2017, kci noted the patient received less than 16 hours of activ.a.c.¿ therapy on (B)(6) 2017. On (B)(6) 2017, kci noted the patient received less than 16 hours of activ.a.c.¿ therapy (B)(6) 2017. On (B)(6) 2017, kci spoke to the prn home health nurse who stated the patient turned off activ.a.c.¿ therapy on (B)(6) 2017 and did not replace the v.a.c.® dressing. On (B)(6) 2017, the home health agency nurse replaced the v.a.c.® dressing. The prn home health nurse noted she is not the main nurse for the case. On (B)(6) 2017, kci noted the patient received less than 16 hours of activ.a.c.¿ therapy on (B)(6) 2017. On 20-may-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 18-aug-2017, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.